Event description:
It was reported that during the planned removal of a low-profile cancellous screw, the tip of the driver broke off; neither the screw nor the driver tip were able to be retrieved from the patient. The broken tip was retained in the screw head. The surgeon stated he felt very little friction when the driver broke. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that a third procedure is planned to remove the screw and retrieve the driver tip. Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include flexing the joint during insertion of the implant with the driver engaged, prying/leveraging the driver while the implant is still loaded, continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, torquing while leveraging the device, and/or using the incorrect screw with the driver which may result in screw not fully seating on driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. The device was requested/is expected.